Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A device history record (DHR) for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause is attributed to an electrical fan fault of the axis controller motor (acm) located on the universal surgical manipulator (usm).

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse observed that the fans on universal surgical manipulator (usm) 4 were not spinning. The fse replaced usm 4 to resolve the reported issue. The fse also replaced usm 2 due to error 1109. The system was tested and verified as ready for use. Isi did receive the da vinci products to perform failure analysis. The first usm was analyzed and the reported failure was confirmed as having occurred in the field and replicated. Logs recorded error 1109 pointing to the axes controller motor (acm) temperature sensor warning error. The unit was tested on an in-house system in normal mode where it triggered error 1109. A visual inspection was performed and found lots of dust in the acm fan. Additionally, the second usm was analyzed and the reported failure was confirmed and replicated. The unit was tested on an in-house system and triggered errors 1109. Also, the acm fan was over heating due to dust & debris. The unit cooled down after being cleaned. The unit was also tested on a test platform and passed all tests. Upon further investigation, there was no fluid intrusion or physical damage. The acm fan is consistent with the reported event and is the root cause of this issue. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted rectopexy surgical procedure, error 1109 occurred on universal surgical manipulator (usm) 4. The temperature on usm 4 was higher than normal. A hard power cycle was performed by the site, but the error/issue was not resolved. The procedure was aborted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified after surgical ports were placed. There was no patient harm.